Manufacturer narrative:
The events of lymphoma alcl suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and alcl suspicion.

Event description:
Regulatory affairs reported rupture, pain, inflammation, and effusion on the left side. A "capsule biopsy performed for alcl elimination." Histopathological markers were not reported. The device has been explanted.